Manufacturer narrative:
Block b5: twelve weeks after the exam no patient injury has been reported. From the ge healthcare engineering investigation, no device malfunction has been identified and the device worked according to its design and operator manual. The high x-rays dose appears to be the result of the user/health professional's decision to continue a long cardiac procedure that was deemed clinically necessary, and lasted more than 5 hours.

Event description:
A patient underwent a long vascular procedure with the vascular system innova and received an x-rays dose of more than 19gy that could lead to a delayed radiation injury of the skin.

Manufacturer narrative:
UDI not required. Legal manufacturer: hcs buc - 283 rue de la miniere france buc yvelines, 78530.

Event description:
Gehc fe was informed by a customer that during a case they have reached 20 gy. Investigation will be opened for the clarification of the situation.